Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan otr pump, two cylinders and a detached inlet tube with connector were received for evaluation. Examination and testing of the returned components revealed a separation with abrasion adjacent on the exhaust tube of cylinder 2. Testing revealed this to be a site of leakage. Groups of separations, indicating contact with unshod instrumentation, were noted on the exhaust tubes of both cylinders. Testing revealed these to both be sites of leakage. A partial separation was noted in the apex of cylinder 1. Testing revealed this to not be a site of leakage. Partial separations surrounded by abrasion were noted on the longer exhaust tube of the pump. Testing revealed these to not be sites of leakage. Abrasion is noted on all tubes of the pump and detached inlet tube. No functional abnormalities were noted with the pump or detached tubing with connector. Based on examination of the returned product, it was concluded that the abrasion marks noted on all tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the exhaust tube of cylinder 2 to kink onto itself, resulting in the separation noted. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separations on both cylinder exhaust tubes occurred subsequent to the device packaging being opened. Quality concluded that these separations most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, broken tubing.